Manufacturer narrative:
This system was recently purchased; the clinic was scheduled for training, but had not been trained to this system prior to performing this treatment. Install presentation discusses the treatment "pawing" technique: the user performs vertical passes in the section, until entire section is treated twice, then performs horizontal passes in the section until section is treated twice. The user then alternates sets of passes (vertical and horizontal) until required number of passes are made. Rather than the recommended "pawing" technique the physician used the "zipper" technique for laying down passes, which is not appropriate for this device as it is at a higher risk for bulk heating. Additionally, the physician did note that he had trouble keeping track of the passes count; without pausing between passes adequate cooling was not allowed.

Event description:
It was reported that a patient had non-ablative laser spot treatment under her eye area bilaterally, naso-labial folds bilaterally, and on the upper lip resulting in a divot at the nasolabial fold. There were no system errors noted during the treatment. The tip was not returned by the clinic. Manufacturer clinical educator was allowed to review post treatment photos at the clinic. Photo taken one hour post treatment documented moderate swelling and blistering. Photo taken approximately 5-7 days later, showed deep red colored skin with lines from tip visible around nasolabial folds and upper lip. Current photo showed moderate redness still present, but blistering resolved, and a divot visible on left upper portion of nasolabial fold. It is unknown whether or not divot and/or discoloration will resolve.